Event description:
After 1 month of implantation, this pacemaker was explanted because of an infection.

Manufacturer narrative:
Since the device was not returned, the production history and sterilization records were reviewed. The records showed that the device was manufactured, sterilized and released according to applicable standard operating procedures.